Manufacturer narrative:
Article citation: stoner, ari et. Al, "comparison of clinical outcomes after xen gel stent and ex-press glaucoma drainage device." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vision loss, shallow anterior chamber, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "comparison of clinical outcomes after xen gel stent and ex-press glaucoma drainage device" noted serious adverse events with the xen 45 gel stent including that 1 patient experienced device exposure ; 1 patient experienced shallow anterior chamber that required reformation ; and 6 patients experienced vision loss > 2 lines.

Event description:
Further publications of the article "a comparison of clinical outcomes after xen gel stent and ex-press glaucoma drainage device implantation" noted additional serious adverse events of 11 eyes had bleb revision surgery and 3 eyes had device explanted due to wound leak and hypotony.

Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f1901. Article citation: stoner, ari m., et al. ¿a comparison of clinical outcomes after xen gel stent and ex-press glaucoma drainage device implantation.¿ journal of glaucoma, vol. 30, no. 6, 2021, pp. 481¿88. Crossref, doi:10.1097/ijg.0000000000001823. The reporter has declined to provide allergan further information regarding event, product, and patient details.